Event description:
The customer contact reported, that during testing at the user facility, unrestricted flow was noted. There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a broken door handle from a possible impact in the field. A calibrated set was used for testing per the device release specifications.